Manufacturer narrative:
E1: (B)(6). H3: one device was received for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found damaged dso seal, damaged remote dose connector, and damaged ac connector. Customer problem was duplicated and cause of the primary problem was damaged dso seal and damaged remote dose connector. The dso seal and the remote dose connector were replaced. Also replaced the ac connector.

Event description:
It was reported that the bolus connector was defective and there was a fake downstream occlusion (dso). There was unknown patient involvement.